Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat hemorrhaging post aneurysm coiling in the brain. The 2.80x16mm rx graftmaster stent delivery system could not be placed due to the stiffness of the device and the intracranial tortuosity. The patient was taken off life support. In the physician's opinion, the attempted use of the graftmaster stent is not thought to have any bearing on the patient outcome, as the patient was already in declining health due to the aneurysm. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is likely the IFU deviations contributed to the reported event. The investigation determined the reported difficulties appear to be related to the use errors; however, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.